Event description:
Discordant, falsely low sodium results were obtained on patient samples on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The samples were rerun on an alternate instrument, and the corrected results were reported to the physician(s). Two patient samples were run five times on each instrument, and consistently resulted lower on the dimension rxl max with hm instrument. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse flushed out the integrated multisensor technology (imt) system with warm water, changed the imt sensor and probe, and serviced parts related to the imt system. The fse ran quality controls, which were within range, and ran six patient samples on the dimension rxl max with hm instrument and the alternate instrument, and the results matched. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.